Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of t-waves on the left ventricular (lv) channel. This was observed on the presenting electrogram (egm) during an alert review for this patient; the alert was to report the biventricular pacing was at less than 90% for a 24 hour period, while over a three-month period, the biventricular pacing was good at 97%. The t-wave oversensing likely resulted in the decrease or inhibition of lv pacing that was observed. No adverse patient effects were reported. The device remains implanted and in service.